Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced increased pain on the pocket area the patient was evaluated, it was noticed that the pocket area was also swelled. An infection and hematoma were suspected. An explant procedure was performed and during the procedure purulent secretion was observed. The whole system was explanted, the pocket was cleaned, and a re-implant procedure will be scheduled for the near future. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced increased pain on the pocket area the patient was evaluated, it was noticed that the pocket area was also swelled. An infection and hematoma were suspected. An explant procedure was performed and during the procedure purulent secretion was observed. The whole system was explanted, the pocket was cleaned, and a re-implant procedure will be scheduled for the near future. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced increased pain on the pocket area the patient was evaluated, it was noticed that the pocket area was also swelled. An infection and hematoma were suspected. An explant procedure was performed and during the procedure purulent secretion was observed. The whole system was explanted, the pocket was cleaned, and a re-implant procedure will be scheduled for the near future. This system is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier d6a: implant date d6a: explant date.